Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. As a corrective measure, technical support arranged to send a replacement pump to the customer, advised on changing to a backup method using multiple daily injections (mdi), and provided storage instructions for the current pump. The customer understood and acknowledged all instructions and agreed to return the problematic pump using a pre-paid label.